Event description:
It was reported that a patient received a system error 2240 (air in line) during drain five of five of the homechoice machine. The patient was connected at the time of the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. The tsr advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.